Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The consumer reported that the patient experienced a loss or change of therapy. The patient had no symptom relief since implant on (B)(6) 2016 and symptom control was not 50 percent or better. It was not doing anything for the patient¿s bladder. The patient had a fall in (B)(6) 2016 not too long after the implant was put in. The patient saw the manufacturer representative in (B)(6) and they said everything was ok. The patient had uncomfortable stimulation with positional movement in (B)(6) 2016. If the patient sat wrong in a chair it started stimulating really hard and if they got up it stopped. The patient felt stimulation. Additional information was received from the healthcare provider and consumer via the manufacturer representative (rep). It was reported that a power on reset (por) message was seen on a physician programmer. The caller stated the doctor saw this the day prior and could not figure out how to proceed, so they had the rep meet with the patient the day of the report. The caller read the device with the patient programmer and it read por, when they checked with the 8840 it read end of service (eos), then went to the therapy screen. They clicked on impedance check and it kicked them out and said por. The rep exited and read it again and it showed por with no eos message, they did this about 4 times. It was reviewed that pors could occur post-eos due to the battery voltage continuing to drop. It was reviewed that the patient needed a replacement. The caller added the device only lasted 2 years. The caller also added that the patient told them that the therapy never really helped or worked for them since implant. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the patient's healthcare provider (hcp) was going to discuss battery replacement with the patient, but no procedure is scheduled at this time. The cause of the premature eos was not determined and at the time of this report the implant was not in service. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.